Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited high pace impedance measurements resulting in greater than 2,000 ohms. Loss of capture was also observed during an attempt to change the programmed configurations. A chest x-ray revealed that the lead was fractured in the clavicular area. The physician elected to reprogram the device. Subsequently, during an episode of atrial flutter, lv pacing output was observed (lv pace anotated markers) despite having programmed the device to right ventricular (rv) pacing only. Boston scientific technical services (ts) explained that biventricular pacing is nominally on during atr episodes. Programming options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was later explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.